Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a pinhole in the catheter close to the hub.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted one opened (no original packaging present) used silicone catheter present with a 0.021" hole, approximately 0.0935" from the funnel. The catheter balloon was inflated with 5 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and returned 5 ml of methylene blue solution when deflated. The catheter drainage lumen was then flushed with methylene blue solution and leaked from the hole on the catheter shaft. Penetration of the drainage lumen is out of specification. A CAPA # ng-CAPA-18-022 related to ¿deflation due to trauma in all silicone catheters¿ was created on 09/10/2018. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was a pinhole in the catheter close to the hub.